Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor experienced intermittent communication failure with the ilet via bluetooth during pairing, with attempts including toggling sensor settings, restarting the ilet, using a magnet over the sensor, and waiting for reconnection; the responsible component was associated with the antenna within the electrical and magnetic system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems in the context of an intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.